Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia with a lowest blood glucose of 42 mg/dl and was frequently pausing insulin delivery to avoid lows; the user reduced or omitted meal announcements due to fear of hypoglycemia, and oral glucose was used to treat the event. Symptoms included shaking or tremors associated with the low glucose. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.